Event description:
A report was received that during a revision, it was discovered that the patient¿s lead was damaged. Several electrodes fell and were missing from the lead. The patient¿s lead was replaced and the missing electrodes were then retrieved. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead revealed that the distal electrodes were partially dislodged but still attached to their respective cables. Distal electrodes were completely dislodged. Of the completely dislodged electrodes, only two of seven were returned. It also revealed that the lead was cut in multiple places. The cut damage to the lead was consistent with damages during explant procedure and was not considered a failure.

Event description:
A report was received that during a revision, it was discovered that the patient¿s lead was damaged. Several electrodes fell and were missing from the lead. The patient¿s lead was replaced and the missing electrodes were then retrieved. The patient was doing well after the procedure.

Event description:
A report was received that during a revision, it was discovered that the patient¿s lead was damaged. Several electrodes fell and were missing from the lead. The patient¿s lead was replaced and the missing electrodes were then retrieved. The patient was doing well after the procedure.

Manufacturer narrative:
Additional information was received that it was unknown if the electrodes had fallen out before surgery.